Manufacturer narrative:
Device evaluation: 1 unit of lot c2164481 of zebd-7-12 was returned not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 04 september 2024. Manufacturing records prior to distribution, all zebd-7-12 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for zebd-7-12 of lot number c2164481 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label it should be noted that in the japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also says," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. The japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The notes section of the instructions for use, ifu0045 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is evidence to suggest that the customer did not follow the instructions for use (ifu0045). As per update to the management of complaints procedure, where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review an image was not returned for evaluation. Root cause review a definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. It may be noted that the use error of a 0.025" wire guide led to the kinks on the tapered end of the stent. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Corrective action/correction: CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used. Summary complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of use error was determined. The device was used with 0.025-inch wire guide. It may be noted that the use error of a 0.025" wire guide led to the kinks on the tapered end of the stent. CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 04-apr-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zebd-7-12 was to be placed in bile duct approaching from duodenal via endoscope. After used a straightener, the physician attempted to pass zebd-7-12 over a guidewire (asahi intecc/m-through 25) placed in the intrahepatic bile duct, but the guidewire did not pass through due to a kink at the pig tail part. He used another same device (unknown lot) in the hospital. He used another same device (unknown lot) in the hospital. No health hazard. For all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact device placement. 2 what was the target location for the stent? Bile duct. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* asahi intecc/m-through 25. 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 11 if not with the device in question, how was the procedure finished? The physician used another same device . 12 did the patient require any additional procedures as a result of this event? No 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/tjf-260v 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 6 was resistance encountered when advancing the wire guide to the target location? No 11 was the stricture dilated prior to placing the device? No 25 did the patient require any additional procedures as a result of this event? No 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No